Event description:
It was reported that the lead impedance measurements were greater than 4,000 ohms on all of the unipolar pairs. All the bipolar pairs were greater than 2,000 ohms but not out of range. The pt experienced no stimulation when the device was on. The pt historically has felt stimulation in the pelvic area but has not felt that stimulation for years. The pt has slight pain in the tailbone area that he feels now that was not part of his original pelvic pain. The neurostimulator was okay. The healthcare provider confirmed that the pt experienced pain at the tailbone area. The lead impedance measurements were greater than 4,000 ohms. The pt's device was programmed. A device revision is needed and has not been scheduled yet. No pt injuries were reported.